Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler. There was a loud hissing sound heard during the ast. Troubleshooting found the blue (compressor ap in) tubing to be disconnected. The problem was resolved by replacing the tubing. A subsequent ast test was performed and completed on the cycler with no issues noted. There were no fluid leaks in the test cassette during the ast. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection of the cycler found no visual discrepancies. A review of the device manufacturing records was conducted by the manufacturer. In addition, a device history record (DHR) review was performed. A prior occurrence of dried fluid within the cassette compartment was noted in the DHR. The problem was resolved by replacing the pump assembly. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow-up with their peritoneal dialysis nurse (pdrn). It was reported that the patient had an alternate treatment option available, however stated that they would continue to use their cycler. Additional information was requested, however to date not provided.